Manufacturer narrative:
(B)(4) film review analysis: the thickness for the axial slices was 5mm and the sagittal and coronal slices were 3mm. A bright white spot was observed behind the other manufacturer¿s stent graft which may be the mis-deployed endoanchors. However, due to the lack of resolution, a definitive assessment could not be made from the CT images provided. Of note, the other manufacturer¿s stent graft was clearly not apposed to the vessel wall at its distal end and an obvious gap exists between the graft and the aorta. It is entirely possible that a mis-deployed endoanchor could have lodged behind the other manufacturer¿s stent graft. In the area of the aaa graft and cuff, several axial CT slices displayed significant bright white areas outside the lumen of the graft/cuff. The patient was reported to have one renal artery coiled and the amount of metal within the corresponding slices reflect that. Additional slices are highlighted by arrows added by the physician, which indicate what potentially could be the endoanchor that ended up behind the graft and within the aneurysm sac. However, as with the imaging in the thoracic region, nothing definitive could be concluded due to the resolution of the imaging. This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus sunnyvale location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
The initial procedure, in which endoanchors were used, another manufacturer's stent graft had previously been placed north of the celiac and a 36mm from another manufacturer's stent graft was experiencing a type 1 endoleak in a 32mm neck. One of the renals was previously bypassed while the other had been coiled. The patient's creatinine levels were very high and the patient was experiencing respiratory problems prior to the case. Due to the patient's condition, they could not be given a general anesthesia and instead was under spinal block. The case plan was to place a 40mm another manufacturer's thoracic cuff at the proximal portion of the another manufacturer's stent graft covering the renals and using endoanchors to secure the other manufacturer's stent graft. After deployment of the other manufacturer's stent graft , the type 1 endoleak was not resolved sufficiently and as a result, the original case plan for endoanchors was not followed. Instead, endoanchor deployment occurred in locations as the physicians pursued resolution of the endoleak. During deployment of each of the three endoanchors, the physician was reminded to apply forward pressure on the heli-fx applier. The imaging within the case was grainy and not optimal due to the amount of material in the area (two device from another manufacturer's, previously deployed endoanchors, and coils). As a result, it could not be confirmed during deployment if the heli-fx applier had adequate apposition or purchase. It also could not be confirmed if the endoanchors were deployed through the graft and/or cuff material into the vessel wall. At the conclusion of the case, the endoleak was resolved to the satisfaction of the physicians although a small blush still was present at final imaging. It was believed that the remaining endoleak would resolve itself. None of the endoanchors appeared to be mis-deployed at that time although the physician acknowledged the poor imaging and density of the material limited their ability to identify each of the deployed endoanchors. It was noted that it was entirely possible the mis-deployed endoanchors found to be lodged in different locations than originally deployed during a secondary procedure, were that way immediately after initial deployment. At the conclusion of the procedure, there were no adverse patient effects. During the weekend immediately following the endoanchor procedure, a catheter procedure was performed to resolve a type 1 endoleak that had developed. This procedure was performed by an interventional radiologist, not implanting physicians. Imaging performed prior to the procedure confirmed at least one but possibly two endoanchors had moved into the thoracic region of the aorta and was behind one of the other manufacturer's stent graft. During the procedure to resolve the endoleak, an additional endoanchor was dislodged by the catheter being utilized to place surgical glue and lodged behind the graft/cuff within the aneurysm sac. At conclusion of this secondary procedure, the patient was reimaged and none of the endoanchors displayed evidence of movement and appeared to be secured behind grafts. At the conclusion of the procedure, the patient was asked to walk around after which time, the patient was reimaged. Again, the endoanchors displayed no indication of movement. As a result, no additional intervention was considered as the doctor believed there was no potential for future movement or risk to the patient. In summary, the physician responsible for the endoanchor deployment during the case agree that it is entirely possible the mis-deployed endoanchors were not fully engaged with the graft/cuff material or into the aortic wall during initial implantation. Additionally, the CT images provided a reasonable amount of evidence to confirm the final mis-deployed endoanchor location (2 behind the another manufacturer's stent graft and one behind the graft/cuff within the aneurysm sac). However, due to the resolution of the CT images, a definitive conclusion cannot be made. The mis-deployed endoanchors have shown no indications of movement after lodging behind the grafts/cuff and as a result, no further intervention is being considered by the doctors. The patient has exhibited no adverse effects and will continue to be monitored.